Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that during a follow up visit, the device battery voltage was found to have to decrease to 2.64 volts within four years of implant and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis which is still in progress. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly battery voltage trend data shows min bat equal to 3.07 to 2.65 volts range between (B)(4) 2012 and (B)(4) 2013 is before device rrt less than equal to 2.62 volt. Concomitant products: 430-35s competitor implantable pacing lead 2005 (B)(6); 6945 implantable tachy lead 2005 (B)(6). (B)(4).